Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a procedure a polarsheath steerable sheath was selected for use. However, air was removed from the three-way stopcock with the balloon inserted in the sheath. The physician decided then to replace the sheath, and the procedure was completed. The procedure was completed. No patient complications were reported, nor air was observed in the patient body.the device is expected to be returned for laboratory analysis.

Event description:
It was reported that during preparation for a procedure a polarsheath steerable sheath was selected for use. However, air was removed from the three-way stopcock with the balloon inserted in the sheath. The physician decided then to replace the sheath, and the procedure was completed. The procedure was completed. No patient complications were reported, nor air was observed in the patient body. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by manufacturer: the polarsheath was returned for analysis. The sheath failed all standard manufacturing testing, with a leak in the pressure decay test, air in the flush line during the aspiration test and dropping pressure while pressurized in hemostasis testing. The sheath handle was disassembled to find the area where the leak occurred. Analysis found a leak coming from the hemostatic valve housing and flush line lumen junction at the proximal end. A lack of adhesive was found which allowed a leak path.